Manufacturer narrative:
E1: full customer name and address information. Customer name (B)(6). Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the subject device had experienced an endoscope communication error. There were no reports of patient or user harm associated with this event.